Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) would not inflate. The physician saw the patient in the office and also reported being unable to inflate the device. Upon examination of the device during surgery, the device inflated. The physician did not want to proceed with removing all components, so he decided to replace only the pump. No patient complications were reported.